Manufacturer narrative:
The pod was found to have passed sterility testing prior to the customer receiving the device. The insertion point and bottom housing were inspected and no defects were observed. The exact cause of the infection could not be determined. No issues were found that would result in the pod not delivering insulin. The initial complaint had the device serial number documented as (B)(4). The returned device had a serial number of (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 108: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient developed a skin irritation after wearing a pod between 4 and 24 hours on the leg. It was reported that pus was coming from the infusion site where the pod was located. The patient went to the doctor to have the skin irritation examined. The doctor took a sample (or "smear") from the patient's "wound". Test results of the sample came back negative. Patient was prescribed an unknown medication to treat this irritation. No further information was provided.